Manufacturer narrative:
Additional information has been provided in a.1., a.2., b.3. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. A review of the associated service record (sr) was performed. The company service representative found the related system to meet product specifications. With no additional, related information provided, the customer reported events were not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient experienced a corneal burn that required sutures. The incident occurred during the phaco emulsification phase of a cataract extraction procedure. The viscoelastic material did not crystalize and no clogging of the tip was observed. The lens material was soft requiring only little ultrasound for removal. Additional information has been requested but not received.